Event description:
Boston scientific crm received info that this transvenous right ventricular lead has been explanted along with the pt's device system as the result of pt infection. The local area sales representative had inquired with the technical services group regarding a warranty question. There have been no reported adverse pt effects associated with this medical device. To date, info suggests that this medical device has been explanted, but not returned to boston scientific crm's post market quality assurance laboratory for analysis purposes. If new info becomes available, this report will be further evaluated and updated. Boston scientific did not provide an explant date.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.